Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 345. Service evaluation verified system error 345. The cause was identified to be a failed upstream sensor. The failed upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the unit unable to recognize an open door. Service evaluation verified unit unable to recognize an open door. The cause was identified to be a failed input/output printed circuit board. The input/output printed circuit board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize an open door and displayed a system error 345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.